Manufacturer narrative:
One device was returned for repair with complaint that downstream occlusion (dso) seal was peeling off. No related alarms found in event history. No service records were found. Visual/functional testing was performed. Found dso seal is lifting off chassis, confirming complaint. Replaced dso seal. Upon further investigation found upstream occlusion (uso) seal is buckling. Replaced uso seal. Device passed all testing criteria post repairs.

Manufacturer narrative:
B3. Date of event: year of event have been provided, but month and day is unknown.h3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the downstream occlusion (dso) seal was peeling off. There was no patient involvement.